Event description:
During a transapical tavr procedure, the 29mm sapien xt valve was positioned 50:50; however landed 30:70 aortic/ventricular with resulting mild paravalvular leak (pvl). The valve was stable; however, the decision was made to implant a second valve to avoid a potential embolization into the ventricle. The second valve was deployed 50:50 to the native annulus, within the first valve. A repeat echo showed mild pvl. The patient was in stable condition at the end of the case. The native annular diameter measured 22.5mmx31.7mm by CT and had an area of 585mm². There was mild annular calcification and mild leaflet calcification. The native valve was bicuspid. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted as good, ventilation was held and there was no loss of pacing capture during valve deployment. It was perceived that the xt valve likely moved ventricular during deployment due to the patient¿s native bicuspid valve and mild annular/leaflet calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or severely calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the bicuspid native valve with mild annular/leaflet calcification was believed to have caused the valve to move ventricular during deployment. The patient¿s severely calcified stj could have also contributed to the malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a...